Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm alar, it was reported that the home patient (hp) became disconnected from the patient line and fluid leaked out of the line. The event occurred during drain two on the home choice (hc). The technical service representative (tsr) advised the caller to finish therapy with manual supplies or start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.